Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Customer reportedly received results of 12.4 mmol/l, 8.2 mmol/l, and 7.5 mmol/l on the mobile system while a professional meter returned result of 5.8 mmol/l within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device.